Event description:
Patient was being treated with electrotherapy for tight upper back muscles. The clinician prescribed the waveform for the electrotherapy. The waveform name could not be recalled by the clinician. The waveform was applied using the 2" diameter electrodes, brand unknown. The electrodes had been used >5 times. The settings of the waveform was to have the intensity adjusted to muscle contraction. The prescribed treatment time was 15 minutes. Upon completion of the treatment, the clinician removed the hot packs and electrodes. Upon removal of one of the electrodes, the clinician noted a 1/2" diameter, 2nd degree burn. The patient is expected to make a full recovery.

Manufacturer narrative:
Awaiting return and evaluation of the device. See scanned pages.